Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. The forceps elevator wire was cut and had a bent part. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: wire was broken by fatigue breakage due to repeated manipulation of forceps elevator. Wire strands were raised by getting stuck with distal cover when attaching/detaching the cover or by brushing around the forceps elevator. The event can be detected/prevented by following the applicable chapters in the instructions for use: operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while cleaning the duodenovideoscope, the cleaner found that some of the elevator slings had snapped off. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.